Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), the fmea (failure mode and effects analysis) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority numbers are within acceptable limits. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was not returned for further evaluation. The assignable cause of the odor/smells is the catalytic converter. The field service engineer replaced these part and confirmed the unit was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
Catalog number - the correct catalog number is 10104-003, 100nx(tm) 1-dr w/ duo. A field service engineer was dispatched to customer site. The catalytic decomp filter was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 02/03/2016.

Event description:
While onsite servicing the sterrad® 100nx sterilizer for another issue, an asp field service engineer (fse) discovered an odor emitting from the unit. There was no load involved in this issue. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.